Event description:
Related manufacturer report number: 2017865-2023-38713; related manufacturer report number: 2017865-2023-38714. It was reported, that the patient presented for an explant procedure, due to infected pocket. During the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited poor function. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
The lead was returned following explant due to infection. The lead was returned in two pieces. Electrical testing did not reveal any anomalies. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the partial lead found two external insulation abrasions breaching the sheath with intact silicone insulation beneath the suture sleeve and proximal to the suture tie impression. The cause of external insulation abrasions is consistent with friction to device can and suture sleeve.